Manufacturer narrative:
Restored ghost image; device returned to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the software bootup was slow and resolved by restoring the ghost image on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.